Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm vein. The 6.0mm x 40mm, 40cm mustang balloon catheter was advanced to the lesion for predilation. The balloon was inflated three times. When it was inflated for 60 seconds at 20 atmospheres, it ruptured at an unknown number of inflation. The physician thought that the balloon ruptured due to severe calcification of the lesion. The procedure was completed using a 6x4x40 non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).